Event description:
Complaint description: the needle undocked from the holder during venous puncture, causing difficulty in removing the device from the patient after the puncture. No intervention reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and a relevant finding was identified for lot 71c19g0685 to address the issue involving a separated needle cannula. Despite this, it is unknown if these issues are linked as a sample was not returned to confirm the defect for this complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Complaint description: the needle undocked from the holder during venous puncture, causing difficulty in removing the device from the patient after the puncture. No intervention reported.